Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing in the right ventricular (rv) channel a day after an operation. Technical services (ts) was consulted and recommended reprogramming options to improve ventricular sensing. This ICD remains in service. No adverse patient effects were reported.